Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen. Subsequently, was reported that the customer received multiple continuous glucose monitor error 42. Additionally, the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Reportedly, the cause of low bg level was because customer delivered a bolus via the pump along with a manual insulin injection. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer reverted to manual injections for insulin therapy.